Event description:
Device 1 of 3. Ref MFR reports: 1627487-2014-26586, 26587. It was reported the pt was unable to communicate with his programmer or charger. The pt completely recharged his ipg the end of (B)(6) 2014 and the first week of (B)(6) 2014 he lost the ability to communicate with external devices. In addition, the pt is no longer receiving effective stimulation. The pt denies any trauma. A sjm rep was unable to communicate the ipg with any external devices and thus was unable to perform lead diagnostics. Surgical intervention is pending to address these issues.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.